Manufacturer narrative:
E1: initial reporter address 1: (B)(6).e1: initial reporter phone:

Event description:
It was reported that the wire broke. The target lesion was located in the coronary artery. An ng rotawire was selected for use. After the rotation speed testing was done, it was noted that the rotawire was broken. The device was removed, and the procedure was completed with another of the same device. There was no patient complications were reported, and the patient was stable post procedure.